Manufacturer narrative:
Patient code: no code available ((B)(4)) the PICC line had to be replaced. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the the hub broke where the catheter and white hub meet on a 4fr turbo-ject® double lumen power-injectable PICC (peripherally inserted central catheter) requiring another PICC line to be placed. No additional consequences to the patient have been reported. Additional information regarding the event has been requested but was not available at this time of this report.

Manufacturer narrative:
Correction on (B)(6) 2018, an initial report was submitted stating g4 as 26jun2018. The correct date is (B)(6) 2018. Additional information: information was received from the customer on (B)(6) 2018. The device "broke where the tubing and white hub meet". This device malfunction was found after placement during the maintenance phase and it was immediately clamped and replaced. A new line was placed successfully. Investigation-evaluation a review of the complaint history, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. The device returned was visually inspected and the white hub was verified to be separated from the tubing. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows zero nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A sus voluntary report, mw5080167, was received on (B)(6) 2018 and reconciled with this case. The final report submitted on (B)(6) 2018 remains unchanged.